Manufacturer narrative:
(B)(4). Batch # t5cm5a. Device analysis: the analysis results found that the ntlc75 device was received with the anvil shroud broken with no reload present. Further investigation shows that one of the bearings was missing due to the damaged on anvil shroud. The device was tested for functionality with a test reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy, linear stapler opened and assembled as intended. Used during surgery without problems, but when positioned for the third shot presented resistance (thick tissue), when trying to close the jaw the stapler broke. Immediately the surgeon requested replacement. Once this was done, the procedure was completed without further complications.